Event description:
A user facility reported to olympus that the lights were flashing on and off. The problem, as reported to olympus, was identified during preparation for use. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed - the front panel lights were found flashing due to a corroded front panel board. The investigation is ongoing and the conclusive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the root cause of the faulty front panel board could not be identified. Information has been requested, but unknown at this time. If additional information becomes available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
This supplemental report is submitted to provide additional event related information. Update to section b5.

Event description:
The intended procedure was completed using a different olympus, model clv-190, evis exera iii xenon light source.